Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump stopped working. The customer stated the buttons are not working. The customer's blood glucose was 500mg/dl. Customer treated with manual injection of 6u humalog and 15u of lantis. The customer stated the insulin pump buttons did not respond and does not know how the damaged may have occurred. Advised customer to discontinue the use of the insulin pump and revert to back up plan.